Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. Ground bond test measured 99 ohms (range is 0.001 to 0.100 ohm). Technician measured ground from power entry module to door post using a multimeter and the measurement was 92.02 ohms; inspected door post and founds loose door post. The device history for previous return showed the previous return unrelated to the ground bond failure. The assignable cause for ground bond failure was determined to be the loose door post. Door post will be scrapped during servicing. Device was sent to servicing.